Manufacturer narrative:
Product analysis: the closurefast catheter was returned to medtronic for evaluation. The device was returned loosely packed in a zip-lock type bag. Visual inspection was carried out confirming the reported lot number. 4 kinks were observed on the device. No damage noted to catheter connection pins. The fep is damaged to the extent that the coil has become exposed. Resistance and functional testing was performed which the catheter passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter for patient treatment. It was a bilateral case. The device was not reprocessed. The IFU was followed. The procedure was performed on the left and right gsv. After finishing ablation for one leg in the regular way, physician placed the catheter in the other gsv, but when physician began ablation, the ablation stopped. The ablation stopped immediately after the handle switch was pressed. A message: 'treatment halted non-uniform temperature' was displayed. The physician attempted again and the same issue occurred, so the catheter was replaced. There was no visible damage noted to the coil heating element. Another ablation catheter was used with the same generator to complete the procedure. There was no patient injury reported.